Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had their previous ins replaced with a new ins device because they noticed the ins would get hot when charging and would take forever just to increment up a small amount; pt said they charged for 2-3 hours and the ins was not gaining charge. Then, the pt said the charge would only last 1 day. Additional information was received from the patient. They reported that the device would deplete every day and required too long to charge. Patient stated there was no change in their activity; actually increased charging to each day or ins would deplete that led to the reported issues. The controller was changed twice, one new paddle, and even a new charging block. Patient met with a manufacturer representative (rep) who verified long charging times and inability for charging paddle to connect. New ins was implanted dec of last year. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt reported they were having issues charging their ins and noticed this issue began probably january of this year. Pt notified medtronic representative of the issue. Pt then met with another representative at the doctor's office and the representative advised the pt to get replacement external equipment. Pt noted their ins won't hold a charge and it took an hour and a half to get it charged. Last night pt charged their ins and the controller battery was at 80% and by the time they were done charging their ins the controller battery was depleted. Pt also mentioned sometimes their ins charged fine and sometimes it took an hour and a half. Pt stated the relay box on the rtm made clicking noises and sometimes the relay box got really hot when attempting to charge their ins. Pt mentioned they also thought it was the battery pack that was going bad because they got one or two charges out of it (ps understood this as pt got one or two charges when charging ins before controller depleted) and pt was going on a trip soon and didn't want their external equipment to break. Ps reviewed with pt that we will be sending a replacement rtm and if the issue persisted then to call patient services back for further troubleshooting. An email was sent to the repair department to replace the rtm. No symptoms were reported. Pt called back stating they got the new rtm but was still having the same issues when recharging their ins. When attempting to charge ins the controller would not hold a charge, last night the pts controller battery was at 50% and the ins battery was at 80%, it took over an hour to fully charge the implant and the controller battery ran out of juice before the implant charged up. When recharging ins the pt cant find the device a lot of the times (ps understood pt got no device found). See secure note for controller and new rtm serial number. Ps closed case. Patient called back stated he received the rtm and controller but still having the same issue. Patient stated the battery pack (bp) should have been the first thing to be replace. Patient stated the controller is at 50% and ins 90% charged right now and he does not charge the controller every day. Patient stated if he try to charge the ins, it will take 1hr and the controller will died before the ins is charged up. Patient stated he gets good quality when recharging the ins and he has to reposition the rtm. Ps reviewed if the new bp does not resolve the issue, patient will need to consult with the hcp ofc for next steps. Ps re-opened case and sent email to the repair dept for bp replacement. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back stating they got the new equipment and was still experiencing the same issues; long recharge times and having to reposition the antenna, and they were told by the last patient services agent that if issues were still persisting then to get in touch with their medtronic representative. Rep called back and says that pt is using new controller, rtm and battery pack, but the rtm doesn't stay plugged into controller. Rep confirmed with serial numbers that pt is using the newest equipment repair sent (see secure note). Rep also says pt needs the bigger battery door as the equipment they got doesn't fit the m995402a battery pack that they got. I emailed repair to send out a new controller (with larger battery door on it) additional information was received from the manufacturer representative (rep). The rep reiterated the issues the patient was having with recharge coupling strength issue. Pt unable to connect to recharger, when he finally can recharging takes 2-4 hours. Ins recharge longer than expected. Saw pt in the office numerous times to recouple programmer to ins. The patient is scheduled to have their ins replaced on december 19th. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that it was not decided that the battery would be replaced until the 11/23/22 appointment. The healthcare provider said he would submit for authorization to replace the battery the same day he did the spinal fusion (B)(6) 2022).

Manufacturer narrative:
H3: product ID 97715, serial# (B)(6), was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.